Event description:
This pt was undergoing endoscopic treatment for bleeding, the tip of the device fell off and was removed from the pt. The procedure was successfully completed with another device. There were no pt complications. The device was returend and evaluated by this MFR. The engineering eval indicated the tip with the needle guide tube assembly was attached by one copper wire. The transition step and the catheter were found to be within drawing specifications. The distal end of the catheter was dissected and evidence of tapping and glue were found. No anomalies were found that could have caused or contributed to failure. Co believes user technique and/or pt anatomy may have contributed to this event. However co is unable to determine the relationship between the device and the cause for this event.